Event description:
This patient presented to the emergency room stating that she needed dialysis, as she had just gotten into town from out of state on a bus two days ago. Evaluation revealed a chest wall infection, which was felt to be from the venous access catheter or the result of pacemaker pocket erosion. It was later determined that she had an infected aicd. The lead was part of a voluntary recall and the decision was made to have it removed. Upon removal, it was noted that the lead showed evidence of insulation break/damage. Of note is prior to removal, this device showed adequate intrinsic rhythm and rate.